Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption and high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification but failed visual examination due to the scoring marks observed on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015-(B)(6) 2015: normal power consumption. Additional notes: 38 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 10.0 w. Starting (B)(6) 2015 there is an increase in power above normal operation. Power returned to within normal operation on (B)(6) 2015. Please send updated logs if further changes occur. Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015-(B)(6) 2015: power consumption above normal operating range. Additional notes: 38 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 8.5 w. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient called the vad coordinator to report a high watt alarm. The patient was instructed to come to hospital where log files where downloaded and revealed power outside of normal operating ranges. Admitting signs and symptoms included coca cola colored urine and elevated lactate dehydrogenase levels. The patient's inr is 2.5; however, he had been on oral antibiotic for infection that may have falsely elevate inr readings. A heparin infusion was initiated but was unsuccessful in maintain pump parameters within normal ranges and the patient was subsequently taken for pump exchange. The last report received indicates that the patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
Log file analysis review date: 12/07/2015, dated through (B)(6) 2015: power consumption above normal operating range. Additional notes: 31 high watt alarms have been logged on (B)(6) 2015. The current high watt alarm limit is set to 9.0 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 7.7w on (B)(6) 2015 outside of normal power consumption.

Event description:
Additional information received indicated that the patient' a result of an upper respiratory tract infection and was not device related. During the exchange procedure thrombus was visible. The patient's anticoagulation was reported to be uncontrolled. The patient reportedly tolerated the procedure and was supposed to be discharged home.